Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6). Reportedly, there were no drugs in the pump. The patient's concomitant medications were not obtainable. On (B)(6) 2016, pre-operatively a pump prep issue occurred. During the pump priming process, the surgeon reported that tension was not normal during fluid draw, much lower tension than normal. Environmental, external, or patient factors, diagnostic testing/troubleshooting were reported as "n/a." Intervention/action taken was completing a fluid removal process and the pump was never implanted. The health care professional decided to use a new pump as a precaution. At the time of the report the issue was not resolved. Patient symptoms were not reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was further provided which indicated that the staff surgeon had difficulty aspirating/removing the water from the pump. The surgeon tried aspirating five times but no avail. There was no patient injury and no medical intervention was required.

Event description:
On 2016-oct-28 further information was received from the representative who indicated that the physician did not attempt to fill the pump after withdrawing the water. The water withdrawal was not normal "no pressure / tension to allow water to allow water to be removed) and the physician did. It want to proceed with the pump". The suspected cause of the different tension was not known.

Manufacturer narrative:
Upon arrival to the rpa lab pump was empty. No anomalies were observed in the pump logs. The pump went on to pass all non-destructive testing. The pump was then filled with 37.5 ml. Of sterile water and then aspirated. This process was repeated five times with no aspirating or filling issues encountered. The pump was then aspirated then filled with 20 ml of sterile water. The pump was aspirated and filled for a total of five times with no filling or aspirating issues encountered. The field allegation could not be reproduced. The device met specification through analysis. Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.